Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred when attempting to deliver a bolus. The customer attempted to perform a complete supply change to address the issue. Then, the customer received multiple, minimum fill notifications with multiple cartridges. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 497 mg/dl, which was addressed by delivering a correction bolus. The customer will continue using the pump for insulin therapy, and if needed, had insulin pens available as alternate insulin therapy.